Manufacturer narrative:
(B)(4). Batch number: p55k41. Investigation summary: the analysis results found that the tr45w reload was received partially fired 1/3 and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the staples was not fully fixed in staple's pocket.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: can you please clarify what is meant by ¿staples was not fully fixed in staple's porket¿? Charge nurse said she saw some staple were not fully inserted in staple¿s porket. Did the event occur before or during the use of the device? Before were staples protruding from the cartridge? Yes. Did the device lock-out (no staples deployed and no cut line started)? Unknown. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Unknown. If the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Unknown. Was there difficulty installing the cartridge? Unknown.